Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site and noticed the patient side cart (psc) battery indicator was flashing red and the battery was not charging. A review of system logs found errors 86 and 824 in which fse suspected a defective battery. Fse replaced battery box to resolve the problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the battery box for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 86 occurred after power on self test, error could not be override. Customer tried power cycle and epo the system, issue persisted. Customer stated battery status leds only show one red flashing, customer confirmed the power plug was secured. Tse notified customer battery may need be charged for over half hour and customer understood. Customer called back and stated the battery status leds only showed red flashing after site charged about half hour, battery could not be charged.